Manufacturer narrative:
It was determined that both a regulatory compliance evaluation and a clinical assessment (rce/ca) is required due to the nature and frequency of this complaint. Issue is software related, but still in progress.

Event description:
Customer reported the report is showing information on a different patient. The device was in use on a patient. There was no report of patient or user harm.